Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation general feedback was reported regarding the ultrathane mac-loc locking loop multipurpose drainage catheter. During nephrostomy catheter exchanges, a wire guide is placed through the catheter, and the mac-loc lever is released. However, the catheter pigtail does not fully straighten out for removal. Additionally, the radiographer believes the catheters may be too soft and note slight resistance during advancement into the patient. No adverse effects or additional procedures have been reported. This report focuses on the complaint: the pigtail does not fully straighten out for removal during catheter exchange. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2025, clarifying that the replacement catheter did not dislodge. The phrase "slipped out" indicates that there was slight resistance during advancement into the patient.

Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. E3: occupation: radiographer. H3: device evaluated by mfg.? No device return to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
General feedback was reported regarding the ultrathane mac-loc locking loop multipurpose drainage catheter. During nephrostomy catheter exchanges, a wire guide is placed through the catheter, and the mac-loc lever is released. However, the catheter pigtail does not straighten out for removal. Additionally, the radiographer believes the catheter is too soft. While the new catheters go in over the wire guide without difficulty, the catheters slip back out easily before an external fixation device can be placed. No adverse effects or additional procedures have been reported. This report focuses on the complaint: the pigtail does not straighten out for removal during catheter exchange. A related report with patient identifier 091788 will address the complaint: the catheters slip back out easily.